Manufacturer narrative:
The reason for this revision surgery was for the irrigation and drainage of a wound and the exchange of components. The in-vivo life of the explanted components was 5.2 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 16 prior complaints against this part number, none with a similar complaint. This is the first complaint from this lot. No information was provided that definitively described the root cause or reason of the surgeon's need to perform this revision. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery: due to the irrigation and drainage procedure of a wound, and the exchange of components.